Event description:
The customer reported to olympus that their evis exera ii xenon light source low light and flickering during preparation for use in an unspecified procedure. There were no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the flickering images was confirmed due to defective printed circuit board. Further inspection revealed front panel was blinking, corrosion on the chassis and rear panel, dents on the lamp door, and scratches on the top cover. It was also noted a deformation in the lamp base unit, high function not working due to faulty sensor unit, air pressure is not stable due to faulty socket. However, the low light was unable to be replicated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The event date information was received from the customer. Update field is b3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena ¿light of image is flickering intermittently, image is too dark to see (dim light)¿ and ¿front panel led blinking intermittently¿ occurred seemingly due to faulty patient circuit board. Olympus will continue to monitor field performance for this device.